Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was damaged at the tip and the cap detached at 11,680 joules of use. The fiber cap was retrieved using forceps. The procedure was completed using a second fiber. Patient condition: "ok". There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition. The glass cap exhibits mild detritus. The bevel section melted and exhibits burnt glue. There is some white unknown substance noted inside the fiber cap tip. Fiber card analysis: the fiber card is expired ¿ serial number swap. The condition of the cap described above could result in forward firing. Probable root causes: based on the product analysis results, the probable root cause of cap melted failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber; the probable root cause of fiber card expired failure is: user error.